Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous implantable lead exhibited shock impedance greater than 125 ohms. The ICD did not record egrams for many tachy episodes. In addition, the device delivered inappropriate shocks.